Event description:
Additional information received reported that the patient complained about inadequate pain relief, and the patient wanted more pain control to the left arm and hand. The implantable neurostimulator was replaced and a second cervical lead was placed to help control symptoms. It was noted that the patient had comfortable stimulation post-operatively, the pocket site healed and site tenderness improved. See MFR. Report # 3007566237-2013-01882 for additional issues the patient had with the device.

Event description:
It was reported that the pt experienced stimulation in the wrong location. The pt felt stimulation on the right side when programming should have elicited stimulation on the neck and left arm. It was noted that the pt fell. The lead impedances were within normal range. Reprogramming was attempted to stimulate the correct areas, but it was unsuccessful. The pt has decided to have the system removed. No date has been set.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).